Event description:
A philips field service engineer reported that the heartstart mrx defibrillator's etco2 module did not start during servicing of the device. There was no patient involvement.

Manufacturer narrative:
(B)(4).